Event description:
It was reported that the patient experienced a surgical procedure to add saline to an inflatable penile prosthesis(ipp) reservoir due to the strength of the cylinder being weak. No components were removed or replaced. A patient outcome of stable was reported.